Manufacturer narrative:
The suspect device is expected to return for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress. A supplemental report will be submitted once the evaluation is complete.

Event description:
During the procedure, the doctor realized that the guide was rubbing a little on the patients wrist. The doctor therefore removed it to try to reintroduce it correctly, the guidewire started to unravel. Decision to remove the guide and needle from the wrist of the patient. A new device was used to complete this procedure. Patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database and review of the device history record could not be performed as no lot number were provided.